Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. B15009) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 implants concerned ". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), ear infection ("recurrent ear infections"), sinusitis ("sinusitis "), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain") and raynaud's phenomenon ("raynaud's syndrome"). At the time of the report, the menorrhagia, ear infection, sinusitis, musculoskeletal pain, tendonitis, neck pain and raynaud's phenomenon outcome was unknown. The reporter provided no causality assessment for ear infection, menorrhagia, musculoskeletal pain, neck pain, raynaud's phenomenon, sinusitis and tendonitis with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6)) on 06-apr-2020. The most recent information was received on 16-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. B15009) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 implants concerned". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), ear infection ("recurrent ear infections"), sinusitis ("sinusitis "), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain") and raynaud's phenomenon ("raynaud's syndrome"). At the time of the report, the menorrhagia, ear infection, sinusitis, musculoskeletal pain, tendonitis, neck pain and raynaud's phenomenon outcome was unknown. The reporter provided no causality assessment for ear infection, menorrhagia, musculoskeletal pain, neck pain, raynaud's phenomenon, sinusitis and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.